Event description:
It was reported to boston scientific via an article published in surgical practice journal that a prospective study was conducted in order to assess the feasibility, efficacy and safety of performing photoselective vaporization of the prostate (pvp) as a day-surgery procedure for patients with benign prostatic obstruction. The study occurred with 37 men from february 2017 to march 2021 with a greenlight xp laser and side firing moxy fibers. Postoperative complications included hematuria, urinary tract infection, hemorrhage, urosepsis, retrograde ejaculation, incontinence, erectile dysfunction, bleeding, bleeding requiring intervention, infection, retention. One patient had fever and dysuria due to septic shock. He was readmitted and treated with intravenous fluid, antibiotics. One patient was readmitted for secondary hemorrhage requiring cauterization at the bladder neck. Two patients required a second surgery attempt which were successful. Two patients had urine retention and were treated with a foley catheter. They were able to wean off a few days later. No further patient complications were reported.

Manufacturer narrative:
Citation: kin, c. W., ting, k. L., siu, k. L., ning, h. C., cheuk, m. L., ka, w. W. (2023). Day surgery in the treatment of benign prostatic obstruction with photoselective vaporisation of the prostate: a single institution experience. Surgical practice, 28, pages 11-15. Doi: 10.1111/1744-1633.12672 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: exact event date is unknown. Date published was used. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.